Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that the drill cold welded with the locking drill guide during the procedure. There was a 5 minute delay to surgery. The customer further reported that the drill bit doesn't actually fit the sleeve/tower on the axsos 3 plating system. As a result of this mismatch, the surgeon believes that it explains why the bit becoming stuck in the sleeve if the direction is off by a couple of degrees.